Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the broken cuvette dry tip, resolving the issue. No additional discrepant results were reported since the part was replaced. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. A review of tracking and trending for the cc cuv dry tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cc cuv dry tip were identified.

Event description:
The customer observed inconsistent magnesium results when processing on the architect c4000 processing module. Sid (B)(6) initial result 3.4 repeated on other architect c4000 resulted <0.8 mg/dl. Sid (B)(6) initial result >8.0 repeated on other architect c4000 resulted 2.1 and 2 mg/dl. No impact to patient management was reported.

Event description:
The customer observed inconsistent magnesium results when processing on the architect c4000 processing module. Sid (B)(6) initial result 3.4 repeated on other architect c4000 resulted <0.8 mg/dl. Sid (B)(6) initial result >8.0 repeated on other architect c4000 resulted 2.1 and 2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a : patient information: patient identifier of multiple is (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.